Manufacturer narrative:
H2: see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the calibration of the left tracker was found to be inaccurate.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the navigation accuracy for the left tracker was found to be out.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, a manufacturer representative (rep) went to the site to test the imaging system. The tracker was found to have it's navigation accuracy to be out. Left and right side 2040 centimeter (cm) navigation calibration and verification were performed and the system performed as intended.  Codes: b01, c08, c02 g2) foreign country: ireland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.